Event description:
Customer indicated that, four specimen sodium results run on the suspect device were lower than expected. Customer indicated that, the specimens were repeated on another instrument and the repeated results were reported to the physician. The field service engineer performed service on the electrode.